Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.50 x 38 mm non- tortuous and non-calcified lesion was located in the left circumflex artery. This 2.50 x 38 mm promus element was selected and deployed; however a dissection was noted inside the artery at the proximal edge of the stent. Another stent was implanted to complete the procedure. The patient status was stable.